Event description:
It was reported that the device had a leaky balloon. Additionally, it was also reported that tracheostomy change was due and replacement trach pilot balloon was checked an did not hold sterile water. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.